Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that one of the nurses noticed what appears to be dirt or mold on a vamp needless cannula. No patient involvement.

Manufacturer narrative:
Repeated attempts to obtain the product back from the hospital for testing were unsuccessful. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Particulates that are in the fluid path could enter the bloodstream, potentially embolizing and resulting in patient injury or infection. In this case there was no patient injury or complications as this issue was found before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI number- (B)(4), correction: lot number 61025375.

Manufacturer narrative:
Reference CAPA-(B)(4).